Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) was 396 mg/dl and ketone level was 2.2. Customer used insulin pens to address bg level. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.